Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
It was reported the patient experienced skin overgrowth at the abutment site. Subsequently in 2010 (exact day and month not reported), the patient underwent revision surgery, the excess skin was excised with cauterization. The implanted device remains.